Event description:
Physician reported that on three separate occasions and during procedures, the detachable tips came off of the endolumina(r) ii transilluminated bougie's (eib ii) transilluminator cable, 56 french size. The surgeon reported that after insertion down the pt's esophagus and while attempting to remove the devices, the tips came off the cable connector and remained in the pt. The surgeon reported this occurred in three separate surgical procedures: (1)paraesophageal hernia repair and endoscopy was required to remove the tip, (2)nissen fundoplication and the tip was removed from the oral pharynx with a grasping instrument, and (3)nissen fundoplication and endoscopy was required to remove the tip from the pt's stomach. The physician reported that they are not reusing the tips and are disposing of them after surgery. With the first and second procedures, the tips were discarded; however, the tip from the third procedure and the transilluminator cable was returned to bioenterics corporation for evaluation. The physician reported that he has performed 28 nissen procedures. He indicated that the first two incidents may have been technique related.